Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented with complete heart block with a ventricular rate in the 30's. The lead displayed high thresholds and no capture. The lead was noted to have dislodged and had pulled back into the atrium. The patient was seen for a revision procedure where the lead was successfully repositioned. There were no adverse patient effects reported. The lead remains in service.